Manufacturer narrative:
Findings: pump received with minor scratched lcd window and cracked reservoir tube lip. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 473 mg/dl. The customer had symptoms feeling bad earlier, but she feels better now. The customer did not treat the high blood glucose. The incident started three hours ago and the blood glucose level was 278 mg/dl. The customer declined to continue troubleshooting for the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with minor scratched lcd window and cracked reservoir tube lip. Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.